Event description:
The user suddenly could not hear with the device whiles playing; therefore, the user's parents suspect that a head trauma occurred.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the suspected mechanical impact appears likely. In addition, one channel reportedly remained extra-cochlear at implantation surgery. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user suddenly could not hear with the device whiles playing; therefore, the user's parents suspect that a head trauma occurred. A reimplantation is considered but no date has been scheduled yet.

Event description:
The user suddenly could not hear with the device whiles playing; therefore, the user's parents suspect that a head trauma occurred. The user was re-implanted on (B)(6) 2023.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the suspected mechanical impact appears likely. In addition, one channel reportedly remained extra-cochlear at implantation surgery. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. In addition, one channel reportedly remained extra-cochlear at implantation surgery. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user suddenly could not hear with the device whiles playing; therefore, the user's parents suspect that a head trauma occurred. The user was re-implanted.